Event description:
The following has been reported: port warwick pump was screaming alarm. Pump was infusing at time of alarm, no patient harm, staff did hard power reset and pump continued to alarm. Issue occurred using lvp-0004 (B)(6). (B)(6) 2024 - powered up pump and not alarming, added new log. (B)(6) 2024 - reported: test infusions were ran today on the pump that should have been resolved with the software updated. Test infusions were completed without issue and updated logs pulled for each. Added new logs. Preliminary evaluation of the logs showed the following: software anomaly (cam movement failure). An active infusion was not delayed (per the logs). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device was not returned. Investigation of the software anomaly was performed. Fluid valve cam oscillated between two angles on either side of the target angle until the move retry limit was exceeded. This resulted in a fail-stop pump-problem alarm. Valve oscillation can lead to fail-stop pump-problem alarm, leading to delay of therapy. Summary of investigation is that the pump experienced a temporary failure due to a coding error. Problem resolved once pump was rebooted. Issue was addressed as part of an internal action and incorporated into software release 5.9.1. This was implemented via recall #z-1484-2024.